Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of no image was confirmed. The image was intermittent due to a faulty charge-coupled device unit. Furthermore, shortage in cable was causing the image to flicker. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the hd autoclavable camera head is unable to display images. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of no image display is related to the malfunction of the charge-coupled device unit(ccd). The presumed cause of the ccd is aging deterioration. Olympus will continue to monitor complaints for this device.